Event description:
A malfunction alarm with the code malf 0 was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information, assisting them in resetting the pump, and confirmed that the malfunction code did not recur thereafter. The customer was advised to continue using the pump and to call back if the malfunction code reappears, and they acknowledged and understood the instructions.